Event description:
The suction irrigator was leaking. The device was very hot on the outside and sizzling. The device was removed from the field and taken apart. The batteries were corroded. The smoking fluid had backed into the irrigator and into the battery compartment.